Event description:
Drain broke, customer reports that blake drain broke during removal. Event required a re-operation to remove the remaining part of the drain. User facility medwatch number 1101650000-1997-00009 was received.